Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd solis vip pump experienced error code 41786 (ui_never_came_out_of_reset). This is a high-priority alarm with the potential to stop the pump if the malfunction were to recur during patient use. There was no patient involvement and no harm.